Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion and elected to retract the delivery/stent device back into the guide catheter. Some resistance was encountered during removal and at the guide catheter. Upon removal it was noted that the stent was missing. The stent was located, and a balloon catheter was used to deploy the stent where it had dislodged. Patient status is listed as "okay".